Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the left femoral artillery for left ventricle unloading without coronary problem on cag. It was reported that after inserting the impella, bleeding did not subside after replacing it with the indwelling sheath. The physician added surgical sutures to the blood vessels. The patient was also administered 500ml of red blood count. The patient also developed hemolysis. The patient was placed on continuous hemofiltration/hemodiafiltration (chdf) to treat the hemolysis. The cause of the hemolysis is unknown. No further information was provided.